Event description:
Tip of hex driver broke off in glenosphere, possibly from over tightening, the tip was left in the glenosphere because it was unable to be removed.

Manufacturer narrative:
Device was not returned for eval. Breakage may be related to over-tightening of the device during use, but this cannot be confirmed in this event. This is the final report submitted regarding this surgical event and medical device.